Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Slide off the toothbrush it doesn't click down...fall out - oral-b [device breakage] come loose - oral-b [device connection issue]. Case narrative: male consumer via phone stated that the oral-b sensi ultrathin clean toothbrush heads slid off of the oral-b pro 3 type 3772 toothbrush and did not click down, so if he turned it upside down, it fell off. It also came loose while brushing his teeth. No injury was reported.